Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. There was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to the procedure. Additionally, as the lesion was moderately calcified and 90% stenosed, this may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation attempt. As the product was discarded by the account, the product was not returned for analysis and may have aided in determining a cause for the rupture. It was further reported that the balloon was not soaked prior to use. It should be noted that the nc voyager coronary dilatation catheter instructions for use states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. It is possible that the failure to soak the balloon prior to use may have contributed to the balloon rupture; however, this could not be confirmed. Additionally, during manufacturing, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database also did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. A conclusive cause for the balloon rupture could not be determined; however, there is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the mid circumflex. The vessel had no tortuosity, moderate calcification with a 90% stenosis. The vessel diameter was 3.0 mm and the vessel length was 15 mm. The 2.75x15 mm voyager nc device was prepped per the instructions for use and was used for pre-dilatation; however, the balloon ruptured during the first inflation at 10 atmospheres. There was no reported resistance during advancement or retraction of the device from the patient. The procedure was continued using a non-abbott balloon catheter. No patient effects were reported. No additional information was provided.